Manufacturer narrative:
It was not possible to examine the returned device as the toggle remains implanted. It is possible that tension was not maintained on the blue suture running through the tibia. This may have resulted in the toggle being repositioned to the point that it was aligned with the tibial canal and subsequently pulled into the canal once the suture was tensioned.

Event description:
It was reported that patient underwent ankle procedure utilizing an ankle syndesmosis implant on (B)(6) 2012. As the surgeon was pulling the toggle through the tibial canal, the toggle became stuck in the tibia. The implant was removed but the toggle remained implanted in the patient's tibia.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number five states, "care is to be taken to ensure adequate soft tissue fixation at the time of surgery. Failure to achieve adequate fixation or improper positioning or placement of the device can contribute to a subsequent undesirable result." The user facility was notified of the event on (B)(4) 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.